Event description:
Philips received a complaint by the field service engineer on the v60 indicating that the device is getting an error code related to ¿primary alarm failure¿ message. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. This investigation is ongoing.

Manufacturer narrative:
Philips received a complaint by the biomed customer on the v60 indicating that the device is getting error code for primary alarm failure message. It was reported there was no patient involvement at the time the issue was discovered. The issue was observed during/prior to scheduled servicing of the device. The manufacturer's field service engineer (fse) was dispatched to the site and could not confirmed the reported problem. The event log did not come across the error code primary alarm failed. It may have been a communication error or a typo error which occurred when the incident was reported. Therefore, the error/issue could not be duplicated nor verified. The device passed required performance verification tests per philips standards. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.